Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. The system controllers were returned. There were no events captured in the log file post manufacturing for system controller (B)(4). Review of the retrieved log file from system controller (B)(4) captured that the pump maintained a speed above the low speed limit without issue while the driveline was connected. There were no notable alarms active in the log file. There were no reported issues with the system controllers. Both returned system controllers were functionally tested and found to operate as intended. A correlation between the devices and the reported hemorrhagic stroke and elevated ldh could not be conclusively determined. Hemolysis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced admission on (B)(6) 2016 due to a subdural hematoma was reported under medwatch MFR report # 2916596-2017-00011. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. During routine laboratory tests on (B)(6) 2017, the patient was found to have an elevated lactate dehydrogenase (ldh) value of approximately 930 u/l. The patient was admitted and treated with IV fluids. On (B)(6) 2017, the patient was discharged home stable with the ldh in the 500¿s u/l. On (B)(6) 2017 the patient experienced a ten second period of expressive aphasia and right sided weakness. The symptoms reportedly resolved. A head CT scan did not reveal any significant results; however, the patient¿s ldh was 847 u/l. On (B)(6) 2017, the patient developed an acute onset headache. A head CT scan revealed an intraparenchymal hematoma in the left parietal lobe resulting in a 0.8 cm right shift with impending herniation. Neurological exam demonstrated bilateral fixed and non-reactive pupils, and no corneal reflexes. The patient did not respond to deep painful stimulus. Device support was withdrawn, and the patient subsequently expired. Prior to this event and the subsequent patient death, the patient had been admitted on (B)(6) 2016 with a subdural hematoma on the left side due to a fall. A follow up CT scan at an unspecified date in (B)(6) 2016 showed the patient in stable condition. Coumadin was held for two weeks until (B)(6) 2016 and then was restarted to reach an inr goal of 1.5-2.5.